Event description:
Hill-rom received a complaint where a customer was having issues with raising and lowering the head section on one of it's excelcare bariatric bed frames. A hill-rom field service tech was dispatched to perform the repair and upon inspection of the bed, it was determined that the CPR cable release mechanism had incorrect tension. This resulted in engagement of the CPR function which rendered the head actuator inoperative. The tech adjusted the cable tension to return function back to the head actuator and verified proper operation of the CPR assembly. Hill-rom is reporting this malfunction in compliance with 21cfr803.3 where this failure mode was involved in an adverse event on (B)(6) 2009, indicated in MDR 1045510-2009-00021.

Manufacturer narrative:
.